Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that they went to emergency room due to high blood glucose level. Customer's blood glucose level was unknown at the time of event. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.